Manufacturer narrative:
Results: bumper channel.

Event description:
It was reported by service report that the bumper channel was hanging and there were sharp edges. No patient involvement or adverse consequences are reported.